Event description:
Complainant claims that the acetabular polyethylene liner broke.

Manufacturer narrative:
Device eval: investigation into this event was limited to review of the info rec'd and review of the device history records, as the device was not returned for eval. Device hostory record review found no problems. Co's investigation was unable to identify any design, material or mfg problem which would have contributed to the reported problem. Depuy considers this complaint closed.